Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Ad hoc report from (B)(6) italy reports the usage of 2391 cases of the bipolar cup implanted in with cocr femoral heads in hemiarthroplasty. There were 45 revisions for the following reasons: dislocation:23.